Event description:
It was reported that during use cs100 intra-aortic balloon pump (iabp) had an automatic inflation failure and replaced the patient with another device, causing no harm to the patient.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). Event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported the device and fault code records were checked on-site at the hospital. The fse was unable to find any fault. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Event description:
Na.